Manufacturer narrative:
A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed. Operative notes from the primary surgery state that the patient underwent total knee replacement due to gonarthrosis. Intraoperative stability in flexion and extension were noted with trial components. Review of the returned x-rays identified that the component placement and alignment appeared standard except for a mild posterior overhang of the tibial component on the (B)(6) 2015 x-rays. Radiolucent lines at the implant/bone interface consistent with loosening were noted on the (B)(6) 2016 x-rays. Posterior migration and caudal subsidence of the tibial tray was also noted. Operative notes from the revision surgery state that the patient was revised due to tibial loosening. During the revision the tibial component was noted to be completely loose on the lateral side. Per the persona knee system package insert, loosening is a known risk of this procedure. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Explant date: explanted on an unknown date in 2017 concomitant product(s): ¿ right ps femur size 5, catalog 42500605802, lot 63124986; articular surface 10mm height, catalog 42521400410, lot 62976191; refobacin bone cement, catalog 4721502084-1, lot b413a05905. Report source: (B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately two years post implantation due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee revision approximately two years post implantation due to tibial loosening. Operative report provided indicates that the tibial component was completely loose on the medial side and lacking cement.